Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a spinal fusion surgery using rhbmp-2/acs in an anterior thoracolumbar interbody fusion surgery. On (B)(6) 2007, patient underwent a spinal fusion from vertebrae t12- l2. During surgery, the rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Patient's post-operative period has been marked by a period of improvement, followed by increasing back pain and radicular symptoms. Patient continues to experience chronic back radiating, with pain radiating down to hips and legs and up his back to his shoulders and arms, neck pain, numbness and tingling in his lower abdomen and thighs, bladder issues, shortness of breath, weakness, and difficulty walking. These serious injuries prevent patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l1 corpectomy, retroperitoneal approach fusion surgery in which rhbmp2/acs was used.